Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the atrial lead exhibited over-sensed noise leading to inappropriate automatic mode switch. Clavicular crush was evidenced after visually examining the lead. The lead was explanted and replaced. The patient condition was stable.